Event description:
Boston scientific received information that this product was part of a system revision due to infection. It was reported this patient had other comorbidities which were likely the cause of the infection, however the etiology was unknown. There were no additional adverse effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.